Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2022 and a reservoir was used. Upon use, the adapter broke off when being inserted into the drain. No reported patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown. Additional information has been requested and received. Attempts to obtain the device have been made but not received to date. If further details are received at a later date a supplemental medwatch will be sent. Did the j-vac reservoir bulb come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time?: no were any pieces left inside the patient?: no how was the case completed?: another new reservoir was used to replace this one. What is the current condition of the patient?: patient is in good conditions, without any issue in his/her recovery. Device return status: available and it will be picked up in the hospital next week. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d4, d9, h4 h3 evaluation: one reservoir sample is received for evaluation. During complaint analysis, it was observed that the tip is broken after insertion in the adaptor which is likely to happen due to strong bending force if applied at the edge of adapter which may cause breaking of the port. Before releasing the product, manufacturer performing 100% system test and damage to the port will be identified during this inspection . Retain samples were checked for lot and no defect related to complaint was observed. Strong force applied during the surgical process may cause breaking of port. Further investigation could not be performed as the external factors like mishandling and misusage are out of scope. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.